Event description:
The manufacturer was informed of this event through the device tracking department. Based on the information reported in the patient implant form, a memo 3d semirigid annuloplasty ring smd34 was implanted and explanted on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.